Event description:
In 2008, abbott point of care was contacted by a customer who reported the snap closure on I-stat prothrombin time cartridge is difficult to close and yielded quality code 31. There was no report of any injury associated with this complaint.